Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip free denture adhesive cream (B)(4). A physician or other health care professional has not verified this report. Concurrent medications included duloxetine (cymbalta). On an unk date, the pt started super poligrip free denture adhesive cream. At an unk time after starting the product, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Use of super poligrip free denture adhesive cream was continued. At the time of reporting, the events were unresolved. (B)(4). The product was not available, but the lot # was reported as x07204. (B)(4).